Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh which is an off-label usage of the device on (B)(6)/2024. On (B)(6)2024, it was reported that the patient¿s cgm was reading 280 mg/dl, and the bg meter was reading 118 mg/dl. The patient calibrated her dexcom device. The patient was wearing a tandem insulin pump. At an unspecified time after, the patient began feeling confused and her bg meter reading was 30 mg/dl. No cgm comparison value was reported at this time. On the way to the hospital, the patient self-treated by drinking a few sodas and by administering nasal glucagon to herself. The patient felt better after self-treatment, and therefore, did not go into the emergency room. The patient felt ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.